Event description:
Reprise IV study it was reported that left bundle branch block(lbbb) and right bundle branch block(rbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of 27 mm lotus edge valve. This involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, post procedure, the subject developed rbbb and lbbb. It was further reported that at an unspecified time within the 1st month post index procedure, the subject complained of chest pains. Diagnostic procedures indicated the 27mm lotus edge valve appeared to have moved higher up in the annulus during the removal of the sheathing aids and was found to be blocking the coronary arteries. In (B)(6)2020, the 27mm lotus edge valve was surgically removed.

Manufacturer narrative:
H3:device eval by manufacturer: media was received from the index procedure and a review of the media by a bsc quality employee identified no malfunctions with the device.

Manufacturer narrative:
H3:device eval by manufacturer: media was received from the index procedure. No malfunctions of the device were identified.

Event description:
Reprise IV study. It was reported that left bundle branch block(lbbb) and right bundle branch block(rbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of 27 mm lotus edge valve. This involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, post procedure, the subject developed rbbb and lbbb. It was further reported that at an unspecified time within the 1st month post index procedure, the subject complained of chest pains. Diagnostic procedures indicated the 27mm lotus edge valve appeared to have moved higher up in the annulus during the removal of the sheathing aids and was found to be blocking the coronary arteries. In (B)(6) 2020, the 27mm lotus edge valve was surgically removed. It was further reported that post procedure electrocardiogram(ECG) revealed sinus rhythm with lbbb. A right internal jugular(rij) transvenous pacing wire was placed to treat the event. Rbbb did not occur. Three days post procedure, the subject was discharged on aspirin and clopidogrel. It was further reported in (B)(6) 2020, 23 days post index procedure, subject was diagnosed with delayed coronary obstruction. The subject was hospitalized for further evaluation and treatment. Computed tomography (CT) scan, diagnostic catheterization, echocardiogram and intravascular ultrasound (ivus) were performed as diagnostic tests. At the time of the event, the subject was on aspirin and clopidogrel. Extraction of the lotus edge valve and surgical transcatether aortic valve replacement (tavr) were performed in response to event. Forty one (41) days post index procedure, the event was considered recovered/resolved and the subject was discharged home on the same day.

Manufacturer narrative:
Device eval by manufacturer?: media review: media was received from the index procedure and a review of the media by a bsc quality employee identified no malfunctions with the device.

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and right bundle branch block(rbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of 27 mm lotus edge valve. This involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, post procedure, the subject developed rbbb and lbbb.

Manufacturer narrative:
H3:device eval by manufacturer: media was received from the index procedure. No malfunctions of the device were identified.

Event description:
Reprise IV study: it was reported that left bundle branch block(lbbb) and right bundle branch block(rbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of 27 mm lotus edge valve. This involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, post procedure, the subject developed rbbb and lbbb. It was further reported that at an unspecified time within the 1st month post index procedure, the subject complained of chest pains. Diagnostic procedures indicated the 27mm lotus edge valve appeared to have moved higher up in the annulus during the removal of the sheathing aids and was found to be blocking the coronary arteries. In (B)(6) 2020, the 27mm lotus edge valve was surgically removed. It was further reported that post procedure electrocardiogram(ECG) revealed sinus rhythm with lbbb. A right internal jugular(rij) transvenous pacing wire was placed to treat the event. Rbbb did not occur. Three days post procedure, the subject was discharged on aspirin and clopidogrel.